Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure that the medium-large clip applier instrument became stuck on tissue. The customer ended up excising a part of the gall bladder due to this event. An intuitive surgical inc. (Isi) execute sales rep (esr) was contacted and additional information was obtained about the complaint: the esr was present during this procedure. The medium-large clip applier instrument was being used to apply a clip to the cystic duct of the gallbladder when the instrument would not release its grip. The surgeon of this procedure elected not to use the instrument release kit (irk) to open the jaws as it might cause the clip to come undone. Instead, the surgeon installed a large clip applier instrument and placed a clip above and below this medium-large clip applier instrument. The surgeon then excised the tissue between the stuck instrument and the large clip that was placed below it the medium-large clip applier. The surgeon then slid the medium-large clip applier instrument off of the tissue it was stuck on and removed it from the cannula. The esr said the surgeon was planning on cutting this tissue anyway, but had to place additional clips and take more time due to this event. Isi has attempted to obtain additional information from the surgeon of this procedure. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been determined to be product related. Isi received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event. For clarification, non-intuitive motion occurred because the cable crimp of the grip cable has become dislodged. Motion at the wrist was no longer following the hand motion at the master tool manipulator (mtm). The instrument was placed on the system but the grip open and close motion did not work properly and a clip test would fail. Failure analysis found the primary failure of a dislodged crimp cable to be related to the customer reported complaint. Root cause is attributed to a component failure. A follow-up MDR will be submitted if additional information is obtained. A system logs review was performed for this procedure: no relevant errors were observed during this procedure. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted cholecystectomy procedure that the medium-large clip applier instrument became stuck on tissue. The surgeon excised tissue as a result of this event. It has not been confirmed by the surgeon how severe this tissue removal was.